Manufacturer narrative:
The returned sample met specification as received by medtronic. Details regarding a visual inspection were not provided. The units were kept under soak testing and found to operate within the manufacturer's operating parameters. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This issue was previously reported to the FDA by medtronic under medwatch form 1717344-2017-06020. Additional information has been received, and all further updates for this issue/device will now be completed as a follow-up to this new report number. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the customer, the doctor felt that the generator did not complete a permanent seal. The surgeon used multiple seals per cycle to ensure hemostasis was achieved. The patient had to return to the theatre after the procedure for post-operative bleeding between 250cc's and 500cc's.